Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device.

Manufacturer narrative:
Conclusion: the device investigation confirmed a defective contact at the welding joint between feedthrough pin and implant coil. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient has no hearing sensations with the device. In situ measurement was indicative of a device malfunction. Re-implantation is scheduled. The patient was re-implanted on (B)(6) 2016.